Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user reported that the cover was physically damaged without any reason after one week from the first fitting.

Event description:
The user reported that the cover was physically damaged without any reason after one week from the first fitting. Reportedly, the safety lock appeared to be loose, however no force was applied. There were no injuries reported.

Manufacturer narrative:
Conclusion: according to the information received, the sonnet battery pack cover was physically damaged. Device investigation revealed a broken lock, most likely caused by the cover being slid onto its frame while the lock was in the closed position. As a result, the lock was forced outward from the inside, damaging the mechanism and breaking the welding seam. This is a final report.